Event description:
It was reported that patient experienced an infection at the right lead site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.